Manufacturer narrative:
The mayfield modified skull clamp (a1059) is returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp is properly positioned and put under pressure, it did not move. However, there was rotational and lateral movement in the lock, and a residue buildup was present. The unit has no service history. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that the unit was in worn condition and had movement present in the lock. To resolve the observed issues, all worn components will be replaced, along with general maintenance and cleaning. Root cause - the complaint is not confirmed for slippage. The unit does have some movement in the lock that will need to be addressed, and the unit has no service history. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped when applied to the patient causing a small laceration that required "a few staples. The patient was in supine position at the time and is otherwise okay. No surgical delay was reported.